Event description:
Customer received blood glucose results of 200, 344, 308 mg/dl over the course of an hour. The customer called paramedics and they received blood glucose results of 44 and 56 mg/dl. The customer was given glucose liquid and glucose gel. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.